Event description:
The customer reported that the generator was in use during a heart mate procedure while a non-covidien pencil was in a pocket that was adhered to the side of the pt table. A scrub tech leaned against the pocket that held the pencil as she reached over the pt to truck the drapes in on the other side. A burning smell was noticed and the staff found that a hole had been burned in the pt's skin where the pencil had been pressed against him. The burn was described as a half-inch deep and in the fatty tissue, not in the muscle. The surgeon removed the fatty tissue that had been burned and stitched up the site of the injury. The pt is reportedly doing well. The site stated that they did not hear any sounds from the generator to alert them that the pencil was activated. Later, it was found that the volume on the generator had inadvertently been turned down to a low setting.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the unit evaluation is complete, a follow-up report will be submitted.